Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred before use with a syringe 0.3ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, "when removing a shield, the hub was detached too. The issue occurred 4 times out of 7. A pet owner discarded 1 actual sample. The issue occurs frequently and the pet owner is angry about it."

Manufacturer narrative:
H.6. Investigation: customer returned photos of 3/10cc syringes. Customer states that when removing a shield, the hub was detached too. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1122103 was initiated. H3 other text : see h.10.

Event description:
It was reported that separation occurred before use with a syringe 0.3ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter. "When removing a shield, the hub was detached too. The issue occurred 4 times out of 7. A pet owner discarded 1 actual sample. The issue occurs frequently and the pet owner is angry about it."